Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented for a routine generator change due to eri, the physician was unable to remove the atrial lead from the device header. The physician elected to cap the lead during the replacement procedure on (B)(6) 2017. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead with a portion of the connector measuring 2.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.